Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returning to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure, the depth gauge was bent to improve angle. The instrument fractured while it was being bent back to original shape. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was returned and evaluated against the reported event. Visual examination of the product/provided pictures identified the product fractured at one of the measuring tabs. There is a visible bend near the fracture site of the separate tip. Sem analysis showed that the fracture was due to bending overload. Suspected crack initiation area identified near the gauge surface. Quasi-cleavage mode of the overload identified throughout the fracture surface exhibiting ductile dimples on brittle cleavage planes. DHR was reviewed and no discrepancies were found. The investigation has concluded that the root cause of the reported issue is attributed to the off label use of the device. This device is not intended to be bent while using. A summary of the investigation has been sent to the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.